Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set. When the nurse disconnected the access line from the dialysis catheter, the male luer lock of the access line broke off inside the port of the dialysis catheter. Extracorporeal blood was not returned to the patient for an estimated blood loss of 152 ml. It was reported that the patient required a catheter replacement, nevertheless, the patient was not stable enough to be transported to radiology therefore, crrt was not restarted.